Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to organ failure on (B)(6) 2024. It was noted that the organ failure was a result of kidney failure. The device operated as expected and the patient's outcome was not thought to have been device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. It was further communicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction and death, that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.